Event description:
During a vein ablation the fiber burned the sheath and a small piece of the sheath stayed in the pt. The physician was able to remove the piece using a snare without complications. There was no harm or injury to the pt.

Manufacturer narrative:
The returned sample was evaluated, only a limited investigation was possible as a result of the contamination present on and within the device. A fiber and sheath was returned and the fiber was confirmed as having been fired. The fiber and sheath were examined and it was observed that the fiber and sheath were locked together. The fiber appeared to be locked at the correct position. The distal tip of the fiber was extended beyond the end of the sheath. It was noted that approximately 9 cm of the sheath was missing. The fiber was examined and noted that it was intact. The end of the sheath was examined under magnification and it was observed that sheath was melted at the 9 cm marker from the distal tip. The limited examination of the fiber gave no indication of damage. The complaint was confirmed. The cause for this sheath breakage may have been as a result of the fiber being inadvertently fired whilst still in sheath and before being locked into place. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).